Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro disc surgery due to herniated disc. Intra-op, the flex arm was not able to maintain a rigidness for the surgery to be completed. The most distal knuckle on the device would not probably tighten down. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visually and functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was able to tighten but insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the cup/bearings. If information is provided in the future, a supplemental report will be issued.